Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed charged and boot. The receiver was stuck on initialization screen; therefore, data download was unable to be performed. Functional testing and pairing test were also unable to be performed due to the receiver being stuck on initialization screen. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Performed data download with the main board separated from ui-u1. A review of the downloaded data log confirmed the reported event of loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data.